Event description:
It was reported that the wake button was broken and detached. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor coordinated replacement pump while awaiting returned device for further inspection.